Event description:
Dexcom g7 adhesive failure: my 11-year-old daughter has used 4 different sticky/wearable products to control her diabetes: dexcom g6, g7, omnipod5, tandem mobi. The g7 is the only product which routinely has adhesion problems before its intended lifecycle are complete. We follow all of the manufacturer instructions, use skintac prep fluid and the supplied over patches. Dexcom seems to believe the problem is user error. Diabetes forums suggest otherwise. There's no shortage of users who had no problem with the prior generation but can't get the new one to stay attached. It's very frustrating.